Event description:
On (B)(6) 2003 an ams sparc sling was implanted. It was indicated that the sling was removed on (B)(6) 2004. Additional info indicated that the pt had urinary retention, pelvic pain, infection along with fecal and urinary incontinence issues. It was also indicated that there was a failure of the mesh to adhere following implant. It was stated that there were multiple surgical and medical procedures to address the noted post surgical symptoms and a urethral tear occurred during the sling removal.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.